Event description:
This lead had noise and partially exposed wires. The patient received approximately 25 inappropriate shocks. The patient received a new device and lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. It was confirmed via xray that this lead is capped in the patients body. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.